Event description:
I had the essure procedure done (B)(6) 2009. No mention of possible side effects nor was I asked of any metal allergies (I would have said yes and refused the procedure right then). Reference number: (B)(4), lot #654824. I began complaining about pelvic pain and periods lasting 2 weeks out of each month (which did not begin until after essure implantation). In (B)(6) of 2011, after another complaint of pelvic pain, CT scans revealed a 10cm mass (never had a tumor or cyst prior to essure implantation) attached to my rt ovary. In (B)(6) of 2012, the tumor and rt ovary were removed. Pelvic pain and swelling continued, with my gynecologist telling me that it is impossible for me to have pain in that area since the ovary was removed. Between 2012 and 2015 numerous CT and ultrasound were performed, but the source of the pain was not visible. In addition to constant pain, swelling, and excessive bleeding and long periods, I also experienced dizziness. Two major falls down the stairs resulted in long-term injury. The date of the 1st I can't remember, but this resulted in constant pain when sitting or standing that continues to this day. The second fall occurred in (B)(6) of 2013 and I lost consciousness and have no memory of the fall. I received a concussion and now suffer from post-concussion syndrome. This has completely altered my life and my abilities. Memory and concentration are most significantly impacted. I am a grad student and have struggled immensely since this incident. Everything is more difficult than it was before. Getting back to the constant pain and bleeding problems, (B)(6) 2015 my period began and did not stop. The pain increased and I became anemic and extremely tired. The decision was made, based on constant problems since the implantation of essure, to have a hysterectomy. This was done on (B)(6) 2015. But I had to go to a different gynecologist, as the one that did my essure procedure only dismissed my complaints. The "acknowledged" side effects of essure are far beyond what any woman should have to endure. They are not minimal and they significantly impact life in a very negative way. The escalation of the "accepted" side effects leading to a hysterectomy is unacceptable. This is a product that should be immediately taken off the market and bayer should have to pay for the damages and suffering that women with essure have had to endure. Exact details on number of tests and dates of tests as well as number of visits to the doctor was not available. I cannot afford the cost for the medical records. I no longer have any sick leave.